Event description:
11/1/1998 at 510 am resident was found by certified nursing assistant (who called in charge nurse); resident was found w/legs, hips & lt trunk on floor, - facing away from bed w/head positioned between mattress & distal end of the halfrail w/bar of rail under his rt lateral jaw. Resident had no respirations, apical pulse or blood pressure.